Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.

Event description:
The device was explanted and replaced.

Event description:
It was reported that the implantable pulse generator (ipg) had decreasing impedance values, complete sensing failure in both leads, high thresholds, noise in the atrial and ventricular channels, and increased current battery drain. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).